Event description:
It was reported that during implant of the left ventricular (lv) lead the guidewire was extremely difficult to remove from the lead. Once removed it was noticed the tip of the guidewire had broken off and was assumed to be inside the lv lead. The implanter elected to no proceed with the same lv lead, so it was removed and a new lv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed the distal conductor of the lead was obstructed due to a stylet/guidewire fragment stuck in the lumen. Visual summary analysis of the lead indicated damage at implant. Visual summary analysis of the lead indicated stretching.

Event description:
It was reported that during implant of the left ventricular (lv) lead the guidewire was extremely difficult to remove from the lead. Once removed it was noticed the tip of the guidewire had broken off and was assumed to be inside the lv lead. The implanter elected to no proceed with the same lv lead, so it was removed and a new lv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 694052 implantable tachy lead 2001 (B)(6). (B)(4).